Manufacturer narrative:
The customer does not know the source or location of the leak. A bci field service engineer (fse) inspected the unit and stated the leak appeared to be no foam. Fse cleaned the hydro tray and underneath the instrument. Service was unable to reproduce the issue. Issue has not reoccurred.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a hydro pneumatic unit leak. Per customer, the leak has not posed a hazardous condition to any employees in the laboratory no injury or exposure was reported.